Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered seven bursts of anti-tachycardia pacing (atp) as well as five shocks, exhausting therapy. Technical services (ts) reviewed the episode data and noted it appeared the therapy was a result of a conducted atrial arrhythmia. Device reprogramming options were review with the health care professional (hcp) and was subsequently reprogrammed. This crt-d remains in service. No additional adverse patient effects were reported.